Event description:
The user facility reported the wire was in the diag and after two (2) stents were placed in the left anterior descending artery (lad) the md attempted to remove the wire and a piece of it broke off in the diag. Upon further imaging the diag was occluded verapamil was given and a balloon angioplasty was performed to reopen the diag. The patient was sent to the intensive care unit (ICU) on an integrelin drip. The patient will be brought back to the cath lab for follow up imaging later today. The procedure type was coronary stenting. The patient had coronary artery disease with a stenotic lad and was on an integrilin drip. No relevant tests were conducted. Blood loss was less than 250cc's. The injury described was a diagnostic artery occlusion, which resulted in angioplasty, integrilin infusion, and follow-up angiography. There was a direct allegation. Additional information was received on (B)(6) 2024: the sample was used in the arterial system. It has been in contact with blood. The patient has no know infectious agents. The sample is not contaminated with anti-cancer agents.